Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00488. The pt rec'd an scs system including an ipg and surgical lead on (B)(6) 2011. It was reported that his stimulation stops or intensifies with the slightest bit of movement. In addition, the pt reports a burning sensation at the ipg site. In an effort to resolve these issues, a reprogramming session has been scheduled. No further info is available.